Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to elevated sensing integrity counter (sic). In addition, the implantable cardioverter defibrillator (ICD)&#1157;ached end of service (eos), and was noted to have a seventeen second charge time before the patient was treated for ventricular fibrillation (vf). The patient was scheduled for a device replacement procedure, however, the patient has a history of non-compliance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.